Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up,a nurse reported that the blood leak occurred about 2.5 hours into the hd treatment. The nurse explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. The machine did alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood.fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was not completed due to patient request. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation:the complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint. A sample was not returned. The third party carrier's website was reviewed and it was verified that provided shipping materials were sent to the customer and were subsequently received. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria..continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred about 2.5 hours into the hd treatment. The nurse explained that the leak was not visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. The machine did alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was not completed due to patient request. The device is available to be returned to the manufacturer for evaluation.